Event description:
The catheter was placed on 1/27/98 for dialysis purposes and was utilized that same day. When the clamp was opened on 1/29/98, a puncture hole was noted below the clamp and leakage was severe enough the pt could not be dialyzed. The catheter was subsequently pulled on 1/30/98 in the or dept.